Event description:
The pt was revised due to dislocation and tissue degeneration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: product has been received and will be investigated as part of the 36mm mom series in conjunction with amla plus. Root cause: undetermined- CAPA (B)(4), note that the initial dislocation in 2007 may have contributed to the failure. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.